Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector was clogged. The following information was provided by the initial reporter: after the connecta is connected to the separation membrane, no liquid will come out. After several attempts, it still does not work. Replace with a new separation membrane needle-free closed infusion connector.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of flow issues - fluid blockage were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s).

Event description:
It was reported that the bd q-syte¿ needle-free connector was clogged. The following information was provided by the initial reporter: after the connecta is connected to the separation membrane, no liquid will come out. After several attempts, it still does not work. Replace with a new separation membrane needle-free closed infusion connector.